Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: blood was squirting out of puncture site when device was removed. Manual compression of 30 minutes or less was applied to achieve hemostasis. The patient was not hospitalized. Vessel location: peripheral sheath size: 6f vessel type: arterial.